Event description:
When the drapes were taken off the pt after a vaginal hysterectomy procedure a burn was noted on the pt's right anterior thigh where the cautery pen was placed when not in use. After the case the dr in charge stated that the cautery pencil felt warm twice when he picked it up. The resident dr stated that the coag button seemed to stick in the "on" position a couple of times.